Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and air flowed back into the side port. It was reported that the valve pulls air, however, the procedure was successfully completed. There was no patient consequences. Air was not introduced into the patient. The physician performed aspiration to eliminate bubbles. It was described as the hemostatic valve was not tight/separated. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap or hub did not detach from the sheath. The sheath was used on the patient and blood return was not observed. Surgery was not delayed due to the reported event. No intervention was required. Device evaluation details: a video was provided by the customer to aid in the investigation. The video was evaluated following biosense webser's procedures. According to the video provided, bubbles and reddish material were observed inside the side port. Lot number information is not available. Therefore, a device history record evaluation could not be performed. The customer complaint regarding the valve pulling air was confirmed based on the video received. However, the device has not been returned for analysis as it was reported to be discarded, therefore, no further investigation could be performed, and a root cause cannot be assigned based on the current evidence. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation of the video is in progress and the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event was not provided. As such, field b3. Date of event has been populated with 1-jan-2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and air flowed back into the side port. It was reported that the valve pulls air, however, the procedure was successfully completed. There was no patient consequences. Air was not introduced into the patient. The physician performed aspiration to eliminate bubbles. It was described as the hemostatic valve was not tight/separated. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap or hub did not detach from the sheath. The sheath was used on the patient and blood return was not observed. Surgery was not delayed due to the reported event. No intervention was required.